Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft damage had been identified. During preparation of a procedure a 2.50 x 28 synergy coronary drug-eluting stent was taken out of the box when it was noticed that the shaft was kinked approximately 20cm proximal to the stent. The stent was not attempted to be used. Another of the same stent was used to complete the procedure without any further issue or patient injury.

Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the synergy ous mr 2.50 x 28mm stent delivery system was returned for analysis without a mandrel or stent protector attached. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found a kink at the port-bond site, 119.5cm distal to the distal strain relief. No other issues were noted along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No other issues were identified during the product analysis.

Event description:
It was reported that shaft damage had been identified. During preparation of a procedure a 2.50 x 28 synergy coronary drug-eluting stent was taken out of the box when it was noticed that the shaft was kinked approximately 20cm proximal to the stent. The stent was not attempted to be used. Another of the same stent was used to complete the procedure without any further issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage had been identified. During preparation of a procedure a 2.50 x 28 synergy coronary drug-eluting stent was taken out of the box when it was noticed that the stent was kinked. The stent was not attempted to be used. Another of the same stent was used to complete the procedure without any further issue or patient injury.